Event description:
The physician attempted to deploy an 8 mm diameter x 150 mm length complete se iliac stent in a patient. It was reported that during the attempted deployment, the tip of the stent sheath became caught on the stent and it was not possible to successfully deploy the stent. Difficulties were encountered removing the delivery system, however the physician successfully removed it from the patient and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (root cause of removal difficulties is undetermined). Evaluation conclusions: no conclusion can be drawn (root cause of removal difficulties is undetermined). (B)(4).